Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the data synchronization was set up, and the preop pyxis was not connecting. A technical support specialist (tss) identified that the synchronized process had been failing due to a hospital network issue and worked with hospital information technology team (hit) to restore communication. The station was successfully synchronized, and the customer confirmed that login performance and workflows had improved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower data synchronization was set up, and the preop pyxis was not connecting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.